Event description:
Information received by medtronic indicated that the customer had hyperglycemia and reported that sensor glucose vs blood glucose difference. The blood glucose was 240 mg/dl, and the sensor glucose value was 110 mg/dl which was outside of the acceptable range. It was also reported that customer received change sensor alert. Troubleshooting was performed and found that insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir compartment locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Found no relevant bolus deliveries on the event date of (B)(6) 2023. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, pcba 1, and pcba 2. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact damaged, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and missing display window/cover. Unable to verify customer's complaint for high bgs. Moisture damage was confirmed found on the the force sensor, battery tube, pcba 1, and pcba 2. Battery cap contact missing/damaged was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.